Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had scope communication error (b30 error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. From the facts obtained from the investigation, the device was serviced by field service engineer. Since the actual device was not returned to the legal manufacture, and since detail condition of the actual device could not be confirmed, the occurrence cause neither the root cause could be identified. However, it is presumed that the phenomenon occurred due to contact failure of scope connector. Olympus will continue to monitor field performance for this device.